Event description:
As reported , "during aspiration in a lymph node, a plastic part was ejected instead of the punctate". No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation, however, images were provided and the evaluation was based on the photos provided. Based on evaluation, the observed failure is a known phenomenon likely resulting from having the device in a range of motion past its intended range. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. On page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections b5, d4, and d9 were updated with information that was inadvertently omitted from the initial report. Based on the results of the investigation, the plastic sheath at the proximal end was damaged and detached from the metal protector boot. The distal sheath and distal hypotube were intact with no physical damage found. There were no missing pieces from the device. However, the definitive root cause of the damaged sheath could not be determined. It is possible that the excessive force was caused by an attempt to extent the needle abruptly, an attempt to extent the outer needle after the inner needle was extended, the product was excessively angulated. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device with no delay. The fragment became loose outside of the patient.